Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a colectomy functional end-to-end anastomosis, during the third firing of colon, the device pre-fired and could no longer fire. Another handle and reload were used to complete the case. There was no patient injury.